Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance performed by a getinge fse, the cardiosave intra-aortic balloon pump (iabp)failed the drive manifold test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the drive manifold assembly. The fse completed the pm performed with full calibration, functional testing and electrical safety checks.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.